Manufacturer narrative:
Device not returned. No evaluation will be performed. If the device or add'l information becomes available, a supplemental report will be issued.

Event description:
It was reported that, "during and eps surgery for the rejuvenate femoral hip system, the calcar fractured during the final implantation of the stem. Surgeon prepared the femur by broaching with sizes 5-8 cutting edge advantage and sizes 7-10 rejuvenate before implanting a size 10 rejuvenate stem. During the final impaction the calcar fractured directly medial, causing the stem to countersick by 2mm. Surgeon cabled the femur to stabilize the fracture."